Manufacturer narrative:
(B)(4).

Event description:
During a follow-up, the threshold was elevated and sensing was decreased on the right atrial (ra) lead because the lead was dislodged. While the lead was attempted to be repositioned, the screw of the lead would not retract. The lead was explanted and replaced with no adverse consequences to the patient.

Manufacturer narrative:
Electrical analysis of the lead did not find any indication of conductor fractures or internal shorts. The reported inability to fully retract the helix of the lead was due to the helix housing and inner coil being clogged with blood. After the lead was cut and cleaned, the helix extended and retracted normally from the short length of the lead. The results of the investigation revealed the cause of the reported lead dislodgement, high pacing threshold and sensing anomalies could not be confirmed.